Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report that on (B)(6) 2015 upon sensor pod removal, sensor wire missing from sensor pod. The sensor was inserted on (B)(6) 2015. The foreign distributor did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).